Event description:
Clinician alleges during a procedure, that involved therapy with the l-70 hotline IV administration set and the hl-90 hotline fluid warmer, that the blood delivery was cold. It was initially reported to level 1, from a different department at the user facility that the clinician did not work in, that the clinicain felt the fluids being delivered cold was because the hydrogen peroxide solution leaked from the circulating water path in the IV path. Information later provided by clinician, involved in the case, was the fluids being delivered to the patient did seem cold, however he stated that this was not because of hydrogen peroxide solution mixing in the IV. The clinician stated he did observe air bubbles in the set but in the circulating water path and not the IV. The patient expired from health issues resulted from obesity.